Event description:
Line in for 6 months - fractured close to the skin. Used for chemotherapy some time ago. Line left in when treatment finished. Piece removed by snare via femoral vein. No patient injury indicated. No other information provided.